Manufacturer narrative:
H4: the lot was manufacturing between december 10-11, 2024. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the second y-site clearlink in the upstream part. It was observed that there was a lack of solvent during the examination of the tubing and the solvent was not applied uniformly on the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set broke off. While priming the set with potassium for a patient, the tubing broke off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.